Event description:
Information was received from our affiliate. A pt who has worn acuvue 2 contact lenses for "a long time" developed acanthamoeba keratitis. The pt developed pain in the od in 2009. The pt consulted an eye care professional (ecp) four days later, and was hospitalized with the following symptoms: pain and blurred vision. The pt's od was cloudy, but it was noted that the acanthamoeba keratitis was at an early stage and was relatively mild. The ecp noted acanthamoeba trophozoites in the cornea and the lens case. The ecp also noted that the lens case was contaminated with fungus and bacteria. The ecp noted the pt had reused a multipurpose contact lens solution for 1 to 2 weeks, the name of the solution is not known. The pt was treated with sodium hyaluronate eye drops, 0.05% chlorhexidine eye drops q1h, diflucan and itrizole by mouth and corneal curettage. The pt's corrected va od was 1.2 (20/15). Six days later, the pt was discharged from the hospital. The pt continued to use sodium hyaluronate eye drops, diflucan, and itrizole. The pt's va could not be measured due to corneal curettage. The pt had a follow-up visit two days later, with no change. On the following month, a representative of our firm visited the ecp; the pt's symptoms were improving. The pt developed drug-induced corneal erosion. The ecp noted corneal injection. The pt's corrected va was 0.7 (20/30). The pt was still receiving treatment as an outpatient. No additional information is available at this time. We will report any additional information within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up.